Event description:
Reporter indicated that pt experienced an episode of progressive intraoperative bradycardia during initial implant surgery approx 30-45 seconds after device diagnostic testing was performed. The pt's normal heart rate is documented as being between 90-100 beats per minute. The pt was under general anesthesia at the time of the event. When the first device diagnostic test was performed, the pt's heartbeat reportedly lowered into the 30's, the pt's heart rate returned to normal without intervention. The implanting surgeon removed the lead electrodes from the vagus nerve and then reattached them. It is not known whether the lead electrodes were repositioned to a different location on the vagus nerve when reattached. It was reported that the pt had a very small vagus nerve. Two device diagnostic tests performed after the lead electrodes were reattached to the vagus nerve were within normal limits and without bradycardic incident. The pt was not hemodynamically compromised and hospitalization was not prolonged as a result of the bradycardic event. Stimulation has since been initiated without cardiac incident and the pt's condition is reported as "medically stable". It is believed that at the time of the first device diagnostic test, the lead electrodes may have been positioned in close proximity to where the superior and/or inferior cardiac branches separate from the vagus nerve, causing the bradycardic response during device diagnostic testing.